Event description:
On (B)(6) 2007, the pt was implanted with an scs system. It was reported that the lead location was revised several times and the stimulation was not acceptable to the pt. The pt requested to have the system explanted. The system was explanted on (B)(6) 2010.

Manufacturer narrative:
Evaluation - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Updated info was added on 06/28/2010 as a result of analysis of the lead. Channels 1-5 failed continuity, impedance, and stress testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The original complaint for "ineffective stimulation" was confirmed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.